Event description:
A pt reported blood glucose results of 561 mg/dl with a lifescan meter and 398 mg/dl on a lab device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 precision. A control solution test was performed and the results fell within specifications.